Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. The reporter stated that there was an unidentified issue with the pump, and it could not be determined if the issue affected insulin delivery. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unusual issue.

Manufacturer narrative:
(B)(4)-additional information: the reporter contacted animas on (B)(6) 2014 with the following additional information: it was alleged that the pump lost power. The battery cap allegedly secured properly to the pump. During troubleshooting, the pump powered on with the use of a battery from a new package.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.